Manufacturer narrative:
The probable root cause of error 316 is attributed to improper customer setup. Based on the tse notes the issue was due to the second surgeon side console (ssc) and simulator being connected to the vision side cart. The issue can be resolved by disconnecting the second ssc and simulator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse arrived on site to address the reported 316 error. The fse was unable to duplicate the issues but found the system had error 31243. The system was not detecting the patient side cart (psc) and had a red led on the blue fiber cable port on the vision side cart (vsc) core. The fse cleaned the blue fiber cable and tested all ports on the core, all blue fiber cables, and all consoles (psc, ssc1, and ssc2). The fse tested the cables on different ports and cycled power several times. All functioned properly after blue fiber cable was cleaned. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while using a dual console system set up, surgeon side console (ssc) 2 had recoverable fault 316. The customer reseated the blue fiber cable; however, the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and noted that ssc 2 was not reporting on the core fiber connection. The tse confirmed that there was a simulator on ssc 2. The customer disconnected ssc 2 and power cycled the system, and the system was able to complete the self-test and dock. Upon looking inside the ssc viewer, another error 307 was pointing to the touchpad issues, and the error occurred from a previous procedure. The procedure was completing as planned with no reported injury.